Event description:
Physician attempted to use the neuron delivery catheter and was unable to put it through a 6f shuttle sheath. The physician then tried another unit of the same neuron and found that it went through the 6f sheath successfully.

Manufacturer narrative:
Method: the device was not returned therefore no evaluation could be conducted. The DHR of this manufacturing lot has been reviewed and a copy is attached. Conclusions: the device was not returned therefore there is no follow-up nor conclusions that can be drawn. Complaint/incident findings: a review of the device history record (DHR) was completed on part # 2314-01.a, (lot #l15348). All appropriate inspections were completed per required process monitoring requirements and results met specification for the tensile strength. All parts that failed visual inspection have been rejected and all parts released met specifications. Od test passed. Does not appear related to this complaint. The parts released in this lot met process requirement.